Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
A facility representative reported during an implantable collamer lens (icl) implantation procedure, a component of the delivery system was damaged. The lens was intraoperatively implanted and removed. The cause of the event was the device. In a separate visit the lens was exchanged for a replacement lens and the problem was resolved. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.